Event description:
It was reported that the physician's handheld was "stuck" on the alignment screen and not responsive to screen taps. Troubleshooting was not able to discern the cause of the issue. The faulty handheld and associated software were returned and underwent analysis. Analysis confirmed the unresponsive touch screen and determined that the resistance values were higher than expected for the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, additional resistance associated with pin 4 caused the display to be unresponsive. After the display was replaced with a known good display, full product functionality was restored. No anomalies were identified with the programming software. No adverse events were reported as a result of the issue.